Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated. Product not returned.

Event description:
On (B)(6) 2013, the pt reported that about one month ago she was in the hospital with a blood glucose level of 726 mg/dl. Her normal blood glucose range is 80-150 mg/dl. She was tested with an IV of insulin. She was in the hospital for three days. The infusion device did not display any error messages. Troubleshooting did not identify any problems with the infusion device. The pt had not had any changes in lifestyle. The pt's doctor stated that her white blood cell count was high, indicating there was an infection somewhere in her body. The doctor did not think this was the cause of the elevated blood glucose levels. He told the pt that her infusion device was not working and that she could not leave the hospital until she had switched to her backup infusion device. After the pt switched to her backup device she was released from the hospital and her blood glucose range returned to normal. The infusion device was replaced and was requested to be returned for product eval.